Event description:
It was reported that the patient presented for a follow-up in clinic and magnetic resonance imaging (MRI). Prior to the MRI, during automatic lead testing for MRI mode, the left ventricular (lv) lead was noted to exhibit high pacing impedance. The implanted system was reported to be MRI conditional. As a result, the MRI was cancelled. Normal programming was resumed and the vector being used had no issues. No patient consequences were reported.